Manufacturer narrative:
H6: no product will be returned for evaluation.

Event description:
The pt stated that when he woke up on the morning of event, he noticed his tubing had separated from the infusion head and it was leaking insulin. His blood glucose was 498 mg/dl. He changed his tubing and gave a correction bolus to normalize his blood glucose. His symptoms of high blood glucose were dry mouth and nausea. His normal blood glucose range is 110-130 mg/dl. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. No product will be returned for evaluation.